Event description:
Customer reported the locked up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and did not perform any repairs. Sys operates as intended. (B)(4).